Event description:
The pt reported experiencing erratic blood glucose levels that have caused him two visits to the hosp. In 2006 the pt stated that he started feeling ill, but was unsure of what was happening and did not know why his blood glucose level was elevated to 580 mg/dl. The next day he contacted the paramedics. When the paramedics arrived they could not get a blood glucose reading and feared that he was having a low blood glucose concern. They hooked him up to a glucose IV. At the hosp, they tested his blood glucose and is was over 1200 mg/dl. He was in the hosp for 3 days and then released. To trouble shoot the infusion device, he stated that they bolused 5 units of insulin into the air and they could not see any insulin dripping from the tip of the tubing. The pt installed all new infusion device accessories and the infusion device worked fine for a few days. He then stated 15 days later, his wife found him passed out. She tried to give him glucose, but was unsuccessful. The ambulance was contacted and the paramedics did administer glucose. After the glucose was administered, the pt's blood glucose was 26 mg/dl. The paramedics kept giving the pt glucose from an IV until they got to the hosp. At the hosp the pt's blood glucose was back to normal at 126 mg/dl. The pt's normal range is between 100-130 mg/dl. The pt was released from the hosp the same day. The pt also stated that somehow he removed the device from his body when his blood glucose decreased. When he checked his infusion device he just changed the cartridge and noticed that the amount of insulin delivered(20 units) did not reflect the total amount of insulin shown on the infusion device display. The pt does not have a back-up device. The pt is currently on injection therapy. The product has been requested for return to be evaluated.